Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/28/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the cartridge tip was deformed and cracked. The intraocular lens (iol) was observed stuck at the cartridge tip. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the preloaded device were reviewed. During manufacturing the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a preloaded delivery system wasn't injecting correctly, and the tip of the cartridge was deformed. No patient contact was reported. No further information was provided.